Event description:
In 2008, this pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. A follow up computed tomography scan taken on an unk date revealed the originally implanted devices placed too low for good seal long term. There was no sign of endoleak or aneurysm growth. The physician elected to reintervene, during the procedure, the physician noticed the original contralateral leg component did not have 3cm of overlap, only 1.5cm. It was suspected the device had moved post-procedure due to the extreme neck angulation (80 degrees+) and overall angulated anatomy. The physician extended the device using a second contralateral leg component proximally to cover the overlap. The pt tolerated the procedure and is in stable condition. No further info was available.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that his lot met all pre-release specifications. Attempts) to acquire info required for this form were made by gore.